Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 244 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
On 4-25-2023, the following information was reported: the pump history was reviewed, and no data was available for the reported issue date of 2-21-2023. On 2-19-2023 and 2-20-2023, the pump history verified that intermittent malfunction alarms had occurred.